Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2019 with loose epi/epithelial basement membrane dystrophy in both eyes (ou) post treatment. The patient was having problems with muro ung and only used artificial tears (at) and blink gel. The patient was seen by doctor who recommended photorefractive keratectomy as best option but patient wants to try plugs and at's/genteal gel every night at bedtime (qhs). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation (fbs). Patient reported symptoms are not interfering with daily activities. Patient is to return in 2-3 weeks to check on plug and gel treatment. Bcva from (B)(6) 2018: right eye pre-op: 20/20, 1.75 x -.50 x 114. Left eye pre-op: 20/20, 2.00 x .00 x 90.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.